Manufacturer narrative:
(B)(4). The complaint chambers are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: eleven mr290hfv high frequency humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. The hospital initially reported that eight mr290hfv high frequency humidification chambers were leaking. The hospital returned eleven chambers for investigation, four of which were sealed and unused. Results: device 1: visual inspection revealed two vertical cracks at the bottom of the base by the hinge bracket. A crack was observed on the dome by the corner of the hinge bracket. Flow marks were present on the dome by the cracks and the print is smeared. White residue was also present on the dome. Device 2: visual inspection revealed three vertical cracks on the dome underneath the baffle. A dent was observed on the base of the chamber. Device 3: visual inspection revealed a crack in the dome above the hinge bracket. There was another crack at the base of the dome. The prints were smeared near the cracks. A dent was observed on the base of the chamber and the water feedset was torn at the dome connection. Device 4: visual inspection revealed a crack stretching along the base between the chamber port and hinge bracket. The print above the crack was smeared. Small amounts of residue were present around the base. Device 5: visual inspection revealed no damage to the chamber. The chamber was connected to a water bag and no fault was found. Device 6: visual inspection revealed that the dome was cracked between the chamber port and hinge bracket. The crack stretches along the base. There were flow marks present above the crack and the print was smeared. Small amounts of residue were present around the base. A dent was observed on the base of the chamber. Device 7: visual inspection revealed a a horizontal crack near the base of the dome underneath the chamber port. A dent was observed on the base of the chamber. Device 8, 9, 10 and 11: four returned chambers that were sealed and unused. Visual inspection revealed no damage to the dome of the chambers. A lot check revealed two other similar complaints for lot number 130908 (8 september 2013) for device 1, 2, 5, 8 and 11. A lot check revealed two other similar complaints for lot number 131018 (18 october 2013) for device 3, 4, 6, 7 and 10 . A lot check revealed no other complaints for lot number 130818 (18 august 2013) for device 9. Conclusion: of the eleven returned chambers, no fault was found with five of the chambers and cracks were observed on the remaining six chamber domes. The residue around the cracks suggests that the damage was caused by the chamber coming into contact with a solution containing alcohol which resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa"

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare field representative that eight mr290hfv high frequency humidification chambers were leaking. No patient consequence was reported.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare field representative that eight mr290hfv high frequency humidification chambers were leaking. No patient consequence was reported.